Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the radio frequency programmer head had exposed wires and frayed cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the radio frequency programmer head had exposed wires and frayed cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the radio frequency programmer head's cable had exposed wires and was frayed, and therefore the cable, as well as the head's label were replaced. The programmer head then passed all final functional and systems tests. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.